Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra meter continuing to display the apply sample symbol when testing. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages his diabetes with lantus insulin, humalog insulin and metformin pills (1000 mg). The patient continued to take his usual dose of medications; however, on (B)(6) 2012, the patient reportedly forgot to take his lantus insulin. The patient denied developing symptoms due to the alleged issue. On (B)(6) 2012 at 430pm, per the advice of his physician, the patient reported going to the emergency room (ER) and obtained a blood glucose result of ''450 mg/dl'' with the ER/ hospital meter. A health care professional (hcp) administered the patient intravenous (IV) fluids and insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. DHR (device history record) was not completed for this product, since the meter lot is over 10 years old and destruction of meter dhrs over 10 years old is allowed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.